Manufacturer narrative:
Initial and final MDR 2052693- MDR 3003442380-2024-32962 - device 6 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported bt the patient that 6 infusion sets cannula were kinked on (B)(6)2024within 3 hours of insertion.the site inserted was abdomen for all events. The blood glucose level was found to be high. The patient took correction bolus via pump. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly no further information available.